Manufacturer narrative:
This report is being submitted to add date new information was received. Complaint # : (B)(4).

Event description:
Additional information obtained during the investigation of this event indicated that the event may have been influenced by the number of times the patient had received prior ablations. The information provided confirmed the patient had experienced a pneumothorax, resulting in the additional 4 days of hospitalization.

Manufacturer narrative:
Returned for evaluation was a solero generator (sn (B)(6)). Functional testing was performed on the unit. The unit was found to be within all specifications. The customer's reported complaint description could not be confirmed. Investigation analysis and testing performed did not identify any unit malfunctions. The root cause for this event is inconclusive. The customer's reported complaint description could not be confirmed due to the nature of ablation size failure mode and evaluation of the returned probe (B)(4) and generator (B)(4). The reported complaint of a larger than expected ablation size cannot be confirmed because of an inability to recreate all factors that go into an in-vivo ablation. Factors that can affect an ablation size are listed below: probe placement and probe movement during placement. Tissue type and moisture content. Vasculature which may skew an ablation due to excess fluid acting as a heat sink. Generator power output. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual , which is supplied to the user with this unit contains the following statements: the instructions for use (16600971-01), which is supplied to the user with the solero applicators contains the following statement; "caution: under normal system operation, the output power may not reach the power setpoint due to tissue desiccation and the subsequent increase in reflected power. The power output (4) displays the "actual power" which is the difference between the instantaneous forward power and the instantaneous reflected power. As the ablation progresses, the forward power will remain nominally constant around the setpoint, but the reflected power will gradually increase. So, for a typical ablation, the power output display will initially be close to the setpoint but decrease as the tissue desiccates." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the solero generator (sn (B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date, the generator has yet to be returned. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
A microwave procedure using the solero microwave system was perform an a female patient's lung. The procedure was successfully completed with no report of patient complications or device malfunctions. Post procedure, it was noted the ablation zone was larger than expected for the target area. There was no report of an adverse patient effect due to this event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.